Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 , that the app continuously logged them out. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion"

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). MFR 3004753838-2018-157740 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.